Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced low blood glucose level and button error. The customer¿s blood glucose was 46 mg/dl at the time of the incident. It was reported that the buttons were hard to press. The customer reported that the time clock was advancing. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test and self test.